Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis.

Event description:
It was reported that during a laparoscopic nephrectomy procedure, the white tissue pad fell off of device and into the patient. The tissue pad was able to be retrieved through the trocar. Another device was used in which the same issue occurred and the tissue pad was retrieved through the trocar. A third device was used to complete the procedure. There was no adverse consequence to the patient. The customer will not release the devices at this time.

Manufacturer narrative:
(B)(4). Additional information: device a was returned with the tissue pad melted and partially detached with the blade gouged at the tip. The device was tested with a test handpiece and generator and the device did activate. Device b was returned with the tissue pad melted and partially detached. The device was connected to a test handpiece and generator and the device did activate during functional testing. Probable causes of blade damage are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in blade "lockout" later in the procedure. Probable causes of the tissue pad damage is applying pressure between the instrument blade and tissue pad without having tissue between them. And activating the blade without tissue between the blade and tissue pad to avoid damage to the tissue pad. Both conditions can result in probable damage to the instrument.